Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography scan showed the patient had a potential type 3b endoleak. It was reported the physician is going to continue to monitor the patient. A secondary intervention is not scheduled at this time. Current patient condition is unknown and not included in the initial event report.

Manufacturer narrative:
Based on the clinical assessment for this event, the reported type iiib endoleak was found to actually be a persistent type ii endoleak. The most likely cause of the type ii endoleak was determined to be anatomy related. A clinical assessment showed that the device did not likely contribute to this event. Procedure-related circumstances, are not likely to have contributed to this event. Anatomical factors and cautionary product use condition of a patient inferior mesenteric artery likely contributed to this event. There was no evidence found that a secondary procedure was done, and no additional patient sequelae has been reported. The review of the manufacturing lot confirmed all devices met specifications prior to release.